Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead got caught in the patient heart. When the patient went to go pull on the lead, it fractured. The helix was also observed to have been extended. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.